Event description:
Sensing difficulty was reported, and the pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Event description:
Sensing difficulty was reported, and the pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event. (B)(6) 2012: additional information was received via a journal article was reviewed that contained information regarding this lead. Information was obtained through follow up that the patient received inappropriate therapy and/or the lead showed oversensing. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This new information is based on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. (B)(4).